Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysm aortic neck was 24-25 mm. Aneurysm and vessel morphology are unknown. The patient has a history of hypertension. It was reported that the distance from the renal arteries to the aortic bifurcation was under appreciated. The bifurcated stent graft did not reach the aortic bifurcation, therefore, two 16 mm diameter x 11.5 cm length iliac limbs were implanted on the right (ipsilateral) side. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. Three hours post-procedure, the patient developed a white, pulseless, and painful left leg; therefore, a thrombectomy was performed. It was reported that the thrombosis was caused by a dissection of the external iliac artery from the sheath. No additional clinical sequelae were reported, and the patient is reported to be fine.